Event description:
It was reported that the patient with an erectile restoration device underwent a replacement surgery due to unspecified reasons, in which a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.